Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that they were sitting at home and therapy stopped due to an informational power on reset (por). Relevant medical history includes spinal pain. The por was not related to an overdischarge event and the patient had no recent exposure to emi or any recent medical testing. The patient was walked through how to clear the por with the patient programmer (pp) which was successful. Therapy was turned back on and was adequate.